Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6)2020. The investigation determined the issue was resolved by the customer action of re-centrifugation of the sample.

Manufacturer narrative:
The field service engineer stated that the customer observed floating material in the sample, so it was re-centrifuged prior to repeating. Performance testing was run, and this was successful. Precision studies were performed, and these recovered within specifications.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t gen. 5 stat assay on a cobas 6000 e 601 module. The sample initially resulted with a value of 105 ng/l, and this value was reported outside of the laboratory. The reporter stated the sample was repeated since the value showed up on a laboratory delta report. The sample was re-centrifuged and repeated on the same analyzer, resulting with a value of 10 ng/l. The 10 ng/l value was believed to be correct, and a corrected report was issued for this value. The sample was also repeated on a second e 601 analyzer, resulting with a value of 10.93 ng/l. The sample was also repeated on the complained analyzer, resulting with a value of 10.53 ng/l. The troponin t reagent lot number was 45954600, with an expiration date of 31-jul-2021.